Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient was advised to go to the hospital urgently, as they experienced hallucinations, vomiting and chest pain. A electrocardiogram (ECG) performed revealed the patient's source of chest pain was due to ventricular fibrillation; the patient was electrically cardioverted and given adrenaline. The patient's arrhythmia did not exist prior to device implant and was thought to be related to the device therapy. A transesophageal echocardiography (tee) performed showed no signs of tamponade and acceptable ventricular diameters. The patient was admitted to the ICU (intensive care unit) where they were sedated and intubated. They were found to be hemodynamically stable, but they were noted to be acidotic and had a high international normalized ratio (inr) that was treated with a vitamin k injection. The neurological changes were not reported as a cerebral-vascular accident (cva). The patient was noted to be on continuous vevo-venous hemodialysis. Log file analysis captured low flow events with associated elevated pulsatility index (pi) between (B)(6) 2022 and (B)(6) 2022; some of these low flow events were not sustained for long enough to activate an alarm. The site considered implanting a cardiac resynchronization therapy defibrillator (crtd), but there were concerns related to the patient's neurological status. As of (B)(6) 2022, the patient was still sedated and intubated, and was being weaned off adrenaline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information received on (B)(6) 2022 revealed the patient had a hemorrhagic stroke on (B)(6) 2022 confirmed by a computerized tomography (CT) scan of the brain. Anticoagulation therapy was stopped. They were on ventilator and dialysis support at the time of the stroke. The pump was still operating as intended. Log file analysis captured low speed advisory events on 14apr2022 due to the fixed speed being set lower than the low speed limit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke, ventricular fibrillation, and renal dysfunction could not be conclusively determined through this evaluation. Additionally, evaluation of the submitted log files confirmed a low flow alarm; however, a direct cause for the alarm could not be conclusively determined through this evaluation. The controller event log files contained overlapping data from 07apr2022 to 24may2022. A low flow alarm was captured on (B)(6) 2022 that lasted approximately 1 second. The log files appeared to show the pump operating as intended at the set speed. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2022, which is reported under MFR #: 2916596-2022-12159. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. The heartmate 3 lvas IFU lists stroke, bleeding, cardiac arrhythmia, and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.